Event description:
It was reported that the patient had been intubated, and a leak was immediately noted around the cuff. The patient was re-intubated with a new ett. No patient injury occurred. Upon further inspection, a small hole was found near the pilot inflation cuff.